Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 70 year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical. During support, the physician opted to leave the 14 fr introducer in the patient's access site. The patient's leg lost blood flow, therefore, the introducer was removed.